Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a failure code 703. The root cause was determined to be a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to repair the reported condition. A service history review determined that this device has not previously been serviced by baxter. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A device history review revealed no exceptions during the manufacture of the device.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
During device evaluation the baxter service technician reported a colleague infusion pump which experienced failure code 703:00 during device evaluation, interrupting delivery. No patient injury or medical intervention was reported. The current software version of the device is unknown. No additional information is available.